Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced nocturnal hyperglycemia with a highest continuous glucose monitor reading of 257 mg/dl while using a teflon infusion set on the abdomen and a libre 3 plus sensor; no fingerstick confirmation was performed, the high lasted about two hours, and glucose later trended down to 134 mg/dl. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education, including guidance to follow up with a healthcare professional regarding possible dawn phenomenon. Investigation included a review of the reported glucose trend and device use with user education. Investigation of this case revealed no reported device alarms or malfunctions and no evidence of a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.